Event description:
It was reported the subject device had a green streaked image and the failure was reproduced on another processor. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection of the cable unit, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before the therapeutic urology procedure which was completed with a similar device.